Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was a software error. As a result a software pin was installed.

Event description:
It was reported that the programmer turned itself off. After restarting the programmer, an error message displayed. The programmer was restarted again, but no changes occurred. The service diskette was run, but this did not solve the problem. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer turned itself off. After restarting the programmer, an error message displayed. The programmer was restarted again, but no changes occurred. The service diskette was run, but this did not solve the problem. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).